Manufacturer narrative:
(B)(4). G2: italy. D2, d4, g4: attempts to gather all product identification information are in process, no further information has been provided at the time of this report. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. (B)(6) vanguard ps clsd intlk fem-rt 67.5 lot# b66972957. (B)(6) vanguard ps+ tib brg 10x79/83mm lot# j7704961. (B)(6) biomet cc cruciate tray 79mm lot# j7871699.

Event description:
It was reported the patient underwent revision surgery due to an unspecified infection in the right knee approximately one month post implantation. All implants were removed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for patella component. Complaint history review cannot be performed without product identification for patella component. Medical records were not provided. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no product information was provided, validation of sterile certifications cannot be performed; therefore, the reported device cannot be excluded as a possible source of the reported infection. Root cause cannot be determined. The event is not confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.